Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
(B)(6) was notified that (B)(6) that a revision surgery occurred on (B)(6) 2023 with dr. (B)(6) because there seemed to be too much internal rotation of the femoral component. [Customer].

Event description:
L.b was notified that j. B. That a revision surgery occurred on (B)(6) 2023 with dr. D. L. Because there seemed to be too much internal rotation of the femoral component. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.